Event description:
Following deployment of a stent in the left circumflex (lcx) artery, the intravascular ultrasound (ivus) catheter was used for confirmation of the lesion. The ivus catheter became stuck on the stent edge during withdrawal. The imaging core was removed from the outer sheath of the ivus catheter and a wire was inserted and pushed. The ivus catheter was successfully retrieved from the stent edge.